Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information received does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain. During the procedure, the head, locking ring and liner were removed and replaced. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain. During the surgery, corrosion, pseudotumor, elevated metal ion levels and impingement were noted. The neck was unable to be removed from the stem with mild trunnion damage noted. The head and liner were removed and replaced. No additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed by a health care professional noting the patient was experiencing elevated metal ion levels. During the procedure, the neck would not disengage from the stem. There was evidence of impingement posterosuperiorly in the poly liner suggestive of external rotation impingement. This caused damage to the ring locking mechanism locking the liner into the shell. Psuedocapsule with metal debris was present in the joint. Trunnionosis was observed at he head-neck junction. The additional information does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- modular femoral stem press-fit plasma sprayed cementless size 11, pn 00771301100, ln 61487895, liner standard 32 mm i.d. For use with 56 mm o.d. Shell. 00630505632, ln 61386095, femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61530649, modular neck p2 12/14 neck taper use with +0 heads only, pn 00784803101, ln 61298845, bone scr 6.5x35 self-tap, pn 00625006535, ln 61474970. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2019-02059. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02057, 0001822565-2019-02058, 0001822565-2019-02060, 0001822565-2019-02088.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.